Event description:
The patient reported to the clinic after a fall. The capture thresholds were reported as 4.5 v, 0.4 ms. Unipolar impedance was 280 ohms. The clinician stated that sensing had also deteriorated.